Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 19-april-2024, it was reported by the patient that infusion set was leaking from the site after re-filling the reservoir due to which hyperglycemia occurred. Since last three days the infusion set was in use. Blood glucose was 308 mg/dl. No further information was available.